Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported event. The se replaced the graphic user interface (gui) printed circuit board (pcb), backlight inverter harness and backlight inverter printed circuit boards (pcbs), which resolved the issue. The ventilator passed self-testing.

Event description:
It was reported that, during patient use, the ventilator went inoperable. The patient was removed from the ventilator as a result of the event. There was no harm to the patient.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.